Event description:
Senseonics was made aware of an incident where user reported that user got recently inserted with the eversense sensor and was getting a big gap between his sensor and glucometer readings.no injury or medical intervention was reported.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the user reported discrepancies between their bg and sg values. The case was escalated to next level support for further support. Upon review, it was determined that the system was performing within expectations while continuing to adjust to the user after insertion. The user was advised to continue using the system as normal while monitoring performance. The user understood and did not require further assistance.